Event description:
The pt reported a loss of stimulation. During lead revision surgery, the lead and the lead extensions were found to be damaged. The pt has been implanted with a new boston scientific spinal cord stimulator system. The pt is reportedly doing well.